Event description:
During procedure, the graft appeared to have needle holes throughout the body of the graft. The dr observed that there appeared to be no gelatin coating. The physician believed the event to be life threatening due to the prolonged bleeding. The pt lost 500 units of blood with 700 units from the cell source. It should be noted that the co believes the term 'units' as used by the physician refers to mililiters not separate packs. The post-op condition of the pt was considered good.